Manufacturer narrative:
Method code: (4114) device not returned. Results code: (3221) no findings available. Conclusion code: (4315) cause not established. Investigation evaluation: a review of the manufacturing instructions and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. The device manufacturing record showed no notable gaps in production or processing controls. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Additional nonconforming devices are not suspected either in house or in the field. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. The appropriate personnel were notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Date of event: as reported, the event occurred, "the week before memorial day". (B)(4). PMA/510(k) #: unknown. Product code was not provided. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported on medwatch 1820334-2018-01651 during a drain placement using a safe-t-j fixed core wire guide, the wire frayed and stretched off while the physician was pulling it out of the pigtail catheter. Due diligence revealed a second similar event occurred following the initial report. This report captures the second event depicted by the customer. Dr. (B)(6) encountered resistance upon removal and tugged slightly, which allowed the device to move freely. As reported, the wire was not forced into the needle, yet the device exhibited the same deformation after use. The device material did not separate or fragment. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.